Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that during vitrectomy surgery, an ophthalmic forceps had a piece of debris that looked like a grain of dirt and forceps was unable to close. The surgery was completed on the same day. Details of patient impact was not reported.